Event description:
Manufacturer's ref #: 238838.

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. An air leakage in the wall gas supply system was noted. After reconnecting the gas supply, the ventilator worked normally. The root cause of the reported measurement errors was a leakage in the wall gas supply system. There is no ventilator malfunction.

Event description:
It was reported that the ventilator generated alarms for high respiratory rate and low tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).